Event description:
Right hip revision for pain, pseudo tumor, and serum cobalt elevation. All implants were removed and replaced with biomet revision components.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report.